Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during insertion of filter through the introducer sheath, the filter would not go in the sheath. The filter protruded through filter cover. It was removed from the field and a new one was utilized. Additional information received 31jan2019: it was when they tried to put the filter into the sheath. The sheath was in the body but the filter failed to go in. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Summary of investigational findings: investigation is based on event description and returned product evaluation. The jugular introducer, protection sheath and a tulip filter, along with an office pin has been returned for investigation.the product has clear signs of biological matter confirming patient contact. Some bends were observed along the introducer and protection sheath. A 43mm long slit is seen in the distal end of the protection sheath and a kink is registered 33mm from the distal end, that is aligned with the distal end of the inserted introducer. The blue release button is jammed, but after manipulation it can move and function as it should. It was not possible to move the filter through the protection sheath due to the slit like damage. Due to the introducer sheath not being returned it has not been possible to reproduce the reported difficulties and due to the damages to the protection sheath, it has not been possible to introduce into a test introducer sheath. The returned product evaluation concluded that a possible cause for the reported difficulties could be due to excessive force placed on the introducer when passing through the introducer sheath and/ or an incomplete advancement of the protection sheath over the filter during advancement through the introducer sheath. IFU states that during preparation, to advance the protection sheath completely into the collapsing funnel, while keeping the protection sheath in place pull back on the jugular introducer handle until a positive stop (approximately 6 cm). This ensures that the filter is completely inside the tip of the protection sheath. Furthermore, that the introducer sheath and dilator should be flushed during preparation, which would ease advancement of the introducer with filter through the introducer. Furthermore IFU warns that excessive force should not be used during filter placement. There is no evidence that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# pr252878 g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.